Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 253 mg/dl. The customer said that the insulin pump was not giving enough insulin to get the blood glucose levels down. The customer did not mention the reason of alleging. The insulin pump passed the self test. The insulin pump was also exposed to moisture. The customer declined troubleshooting. The insulin pump will not be returned for analysis.